Manufacturer narrative:
Block H6: IMDRF Device Code A0401 captures the reportable event of cutting wire broken. IMDRF Device Code A040601 captures the reportable event of cutting wire kinked.Block H11: Investigation Results:At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.

Event description:
It was reported to Boston Scientific Corporation that a TRUEtome 39 was used in the ampulla during an Endoscopic Retrograde Cholangiopancreatography (ERCP) procedure to treat stone and stricture performed on (b)(6) 2026.During the procedure, while performing the sphincterotomy the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The customer provided a picture of the device outside the patient where it was possible to observe the cutting wire broken and kinked. The procedure was completed with another of the same device. There were no patient complications reported due to this event.